Manufacturer narrative:
(B)(6) 2013. This events concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that following an external shock to reduce a ventricular tachycardia, the subject device could not be interrogated and there was no magnet response. It was indicated that the exact implant date is not known (2010).